Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with an artoura breast tissue expander 225cc and suffered from surgical intervention, capsular contracture and an infection on the right breast implant. The patient experienced high pain level, back pain, high blood pressure, hospitalization due to muscle swelling and it was feeling hot, cannot sleep due to pain, all the fluid was in the top two thirds and never went down, spasming, the patient is upset about everything, the patient has to use her left arm for everything. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/11/2021, mentor became aware that section checked other serious in section b2 was checked in error. Manufacturer¿s reference number: (B)(4) section checked other serious in section b2 was checked in error.

Manufacturer narrative:
After clinical review of this file performed on 1/6/2021, it was decided to remove codes capsular contracture and generalized illness to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) removed codes capsular contracture and generalized illness.